Event description:
Novasure device was placed by physician. Settings were entered into the machine. Device would not complete the seal test. Opened a new device. It worked on the 1st attempt with the same settings.